Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering was able to confirm the complainant's experience of a loose obturator handle. The unit was returned with the handle detached from the obturator. There was damage observed on the female mating features of the obturator shaft. It is likely that the detachment of the handle from the obturator resulted from a build-up of internal stresses associated with the press-fit of the shaft into the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cystectomy - "the handle of obturator fits loose into the sleeve. Was not used for procedure." Additional information received from distributor via email on november 23, 2016: "the obturator fit loosely into cannula it was packaged with. Was not used with additional sleeves." Patient status - unk.